Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover for the system was replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b i71000158. A medtronic representative went to the site to test the equipment. The reported issue was confirmed. The x-stage cover was replaced. A complete system service was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. Upon system boot, motion calibration was requested by the system. When the navigated image acquisition was initiated, the scan did not start. When the 3d button was released, the image acquisition system (ias) went into to standalone mode. After less than one minute, the system reconnected with the mobile viewing stations (mvs) and the scan could be performed. The surgery was completed without an further ias-mvs connection loses. The reported issue did not result in procedure delay. There was no impact on patient outcome. Additional information received indicated the x-stage cover was damaged. There was a bang heard when moving in the x-direction and there were also big scrapings of paint from the gantry. The likely cause was attributed to the invalidate home due to the damaged x-stage cover.